Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an operation of thoraco/lobectomy it was double sealed and resected in. At this timing, there was no problem with the hemostasis and resection was completed and an end tone was heard. After the operation, the patient was taken to the intensive care unit (ICU) and the blood pressure decreased after about 1-2 hours. As the result of confirming by computed tomography (CT), less than 500cc of bleeding was from the end segment of pa which was sealed. The reoperation was done by open surgery by piercing ligation and the patient also had blood transfusion. It was not bleeding from one part of the end segment, but from several parts. The used device was disposed and would not be returned.